Event description:
Prior to the first inflation in the left superior pulmonary vein, the physician pushed and navigated inside the vein with the mapping catheter. The patient complained about chest pain and pain increased when patient took a deep breath. Intracardiac echography (ice) was done and the physician did not notice anything wrong. All catheters were retracted from the patient. The patient's systolic blood pressure dropped to 66 mmhg and ice showed a pericardial effusion. Heparinization of the patient was reversed and a pericardial puncture was performed to drain the effusion. The patient's blood pressure returned to normal and the patient was transferred to the intensive care unit. The cryoablation procedure was aborted.

Event description:
The cryoablation procedure was performed on (B)(6) 2011. Prior to the first inflation in the left superior pulmonary vein, the physician pushed and navigated inside the vein with the mapping catheter. The patient complained about chest pain and pain increased when patient took a deep breath. Intracardiac echography (ice) was done and the physician did not notice anything wrong. All catheters were retracted from the patient. The patient's systolic blood pressure dropped to 66 mmhg and ice showed a pericardial effusion. Heparinization of the patient was reversed and a pericardial puncture was performed to drain the effusion. The patient's blood pressure returned to normal and the patient was transferred to the intensive care unit. The cryoablation procedure was aborted. On the evening of (B)(6) 2011, the pericardial drain was removed and the patient discharged from the intensive care unit. On (b)(46) 2011, the patient was discharged from the hospital and returned home. The physician followed-up on the patient by telephone on (B)(6) 2011 and found that the patient had returned to work and didn't have any pain or complaints. A second cryoablation procedure was performed on this patient on (B)(6) 2012 without any complications.

Manufacturer narrative:
The returned device was inspected for sharp edges and manufacturing defects, and tested to verify proper electrical function. No sharp edges or manufacturing defects were observed. EKG output was stable and did not display noise. Resistance measurements were within the expected range for all electrodes. Conclusion: no anomaly found/device function normal.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.